Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet bionic pancreas sleep/wake button was unresponsive to touch, despite the patient attempting slow, precise taps and extended presses, and after confirming the device was charged, clean, dry, and tested without the case; troubleshooting indicated the button intermittently provided haptic feedback yet ultimately did not function, and a replacement device was provided. Symptoms included no change in blood glucose and no alerts or alarms. Outcomes included continued diabetes management using the dexcom g6/g7 with a phone or receiver while awaiting replacement. Investigation included guided user troubleshooting, cleaning, removing the case, charging verification, and extended press testing, followed by device replacement. Investigation of this device revealed a confirmed failure of the sleep/wake button consistent with a user interface hardware malfunction of the front panel button component. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure that required replacement.